Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device didn¿t work. Also the red button didn¿t work. Device is still blocked and will be sent. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.